Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had to charge the implantable pulse generator (ipg) frequently and the patient was not getting an adequate pain relief. The patient underwent and ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.